Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2021 and suture was used. During the procedure, the suture kept breaking. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of patients? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? If complaints have not been reported, please create a complaint for each single event & patient. Please provide lot number when did the suture broke, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? How many sutures broke during each single surgical procedure? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail how was procedure successfully completed?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2022. H6 component code: g07002 no device return. The following additional information was requested, but unavailable: was it happened in single procedure or multiple procedure? What is the total number of patients? Have any of these events been previously reported to us? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? If complaints have not been reported, we need to create a complaint for each single event & patient. Please confirm. When did the suture broke, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? How many sutures broke during each single surgical procedure? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? Please provide lot number. "I have no further info to add to this complaint." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.